Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was reported that the ivus catheter protective sheath detached from the coronary artery and had to be removed. There were no patient complications reported.